Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive transvenous right ventricular (rv) lead exhibited a pacing impedance measurement of greater than 2000 ohms, triggering a latitude red alert. Oversensed noise was also observed on the rv rate/sense channel, leading to several non-sustained events. The device was temporarily programmed to monitor only mode until a competitive lead revision could be performed. The patient is not pacemaker dependent, and no adverse patient effects were reported as a result of this event.

Manufacturer narrative:
At the revision procedure, an x-ray image did not show any obvious signs of a competitive lead fracture. Upon opening the pocket, all device connections were verified to be secure. The competitive rv lead was then explanted and replaced with a new boston scientific rv lead. The ICD remains in service with this new rv lead. This event will be updated if any additional information becomes available.